Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device, the ventilator inoperative alarm had been recorded in the event log. The malfunction of the main pca board was observed due to errors 10,20,46,47 and 96. The main pca was replaced to resolve the issue. The device was overall checked, cleaned and functionally tested. Software was updated to 3.6.5.